Event description:
It was reported to nova biomedical that a consumer received a result of 186 mg/dl on her blood glucose meter. The consumer tested again within a ten minute time frame and received a result of 196 mg/dl. Based on that reading the consumer administered .04 unit of insulin and ate some food. An hour later, the consumer tested herself again getting a result of 116 mg/dl. The consumer felt lower than that result and subsequently experienced a hypoglycemic event which did not require medical intervention. The consumer stated she cannot remember anything else about the event. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.